Event description:
Additional information was received that a disc analysis for device information was performed. Analysis information showed, that minute ventilation (mv) was in the process of auto-calibrating. Accelerometer (xl) was the only sensor providing any rate drive. Depending upon the type of motion, the direction, etc., xl only can over drive or under drive pacing. The analysis observed that they should have commanded a manual calibration or waited for the autocal to complete. They can also review the mv sensor status in the mv details window, where the manual calibration button is located. An additional diagnostic for recording more than 1 last calibration timestamp may also have provided some information, namely if calibration had completed previously. The diagnostic data shows no lead failures and the last measurement was 338 ohms. Information found that additional programming had occured after the mv was enabled.

Event description:
Boston scientific received information that the patient's heart rate reached 160 beats per minute (bpm) during moderate activity. Programming was evaluated. There were no adverse patient effects reported. Programming changes for optimization were performed. A request to perform a save to disc for analysis was discussed with boston scientific technical services (ts). A request for additional information has been sent.

Manufacturer narrative:
This report will be updated if additional information becomes available.

Manufacturer narrative:
As of this date the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.